Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. It was noted that the needle did not deploy. Pod was not worn. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with the cannula undeployed and the pink slide insert was not seen in the viewing window. The downloaded data indicated the device completed first and second prime but did not run enough pluses to deploy. A rotational sensor discontinuity could be seen in the data. No debris, damages, or defects were found on the drive mechanism to cause discontinuity. The rotational sensor assembly was found to malfunction resulting in the cannula not deploying, the cause of the malfunction could not be determined.